Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 41622 with the pump kit. The event occurred during use. There was unknown patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
UDI number one device was returned for evaluation. Visual inspection revealed a missing battery door, worn downstream occlusion (dso) seal and upstream occlusion (uso) seal. The event history log confirmed multiple alarms occurred for system fault 41,622. Functional testing was unable to replicate the reported issue; however, upon opening the pump for inspection it was found that the optic cam flex was damaged. The root cause was determined to be the broken optic cam flex. The optic switch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.